Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: perforation and cardiac tamponade. Device issue: none. It was reported that during use of the pilot guide wire, the pt experienced cardiac tamponade suggesting a perforation occurred. No add'l event or pt info is available.